Event description:
The manufacturer received information alleging a patient with amyotrophic lateral sclerosis (als) expired while using a bipap avaps c series. The patient was in hospice care at his home. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient with amyotrophic lateral sclerosis (als) expired while using a bipap avaps c series. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.